Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Within (B)(4), surgeon reported a previous revision: patient underwent a right hip arthroplasty in (B)(6) 2020, followed by a surgical revision due to dislocation with head change in december.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received: "within (B)(4) surgeon is reporting a previous revision: patient underwent a right hip arthroplasty in (B)(6) 2020, followed by a surgical revision due to dislocation with head change in december". The product was not returned to depuy synthes; however, photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Only extractions patterns can be observed on device edges. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4). 2) date of manufacture: 16-sept-2020. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-aug-2025. 5) IFU reference: IFU-0902-00-701.

Event description:
Additional information received indicates that the altrx neut 32idx52od (122132052/j8995w) was inserted during primary surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot, UDI, expiration date), g4, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d1, d2a, d4 (catalog).